Manufacturer narrative:
26-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 27-sep-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Break quickly / brush heads break off, fall completely apart [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on 24-aug-2017 that the oral-b power oral care refills precision clean broke quickly. The consumer elaborated that the brush heads broke off or fell completely apart. The consumer purchased 10 brushes. This was not the first time that she had used these particular brush heads. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 08-sep-2017 received consumer's follow-up phone call: the consumer reported that scratching did nothing to the logo. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Break quickly / brush heads break off, fall completely apart [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that the oral-b power oral care refills precision clean broke quickly. The consumer elaborated that the brush heads broke off or fell completely apart. The consumer purchased 10 brushes. This was not the first time that she had used these particular brush heads. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up phone call: the consumer reported that scratching did nothing to the logo. No further information was provided.